Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle dropped twice in the patient. This occurred during the procedure. There was patient involvement. There was no patient injury, no medical intervention required.